Event description:
It was reported that the pod adhesive was not adhering well to the skin at the infusion site on the arm, which resulted in the patient¿s blood glucose levels increasing after approximately 1-4 hours of pod wear. No specific blood glucose values were reported. This led to subsequent hospitalization and a diagnosis of diabetic ketoacidosis. The patient reported that the pod was removed at the hospital and that he was treated with an insulin infusion, noting that he was unconscious during treatment and therefore unable to answer questions from the medical staff. The length of hospitalization and discharge date were not provided. It was further reported that the patient tends to prepare the infusion site skin with lotion prior to pod application, which is not recommended, as such products may loosen the adhesive. The patient reported having previously attempted to use tape to improve pod adhesion when podpal adhesive was unavailable; however, it is unclear whether any adhesion-assisting products were in place at the time of the reported event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported adhesive failure, or to determine if this condition or any user-related factors could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.